Event description:
The customer reported that the external uninterruptible power supply (ups) failed, causing a loud popping noise, an electrical smell, and visible smoke on the dimension vista 500 instrument. The customer stated that there were no visible sparks or fire associated with the smoke. There was no injury to the patient, user, or operator due to the event. There are no known reports of adverse health consequences due to the reported event.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that an external uninterruptible power supply (ups) failed, causing a loud popping noise, an electrical smell, and visible smoke, on the dimension vista 500 instrument. This led to the instrument and ups shutdown. The siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse inspected the instrument and identified that the ups malfunctioned. The cse replaced, configured and powered up the ups, and ran a quick check, which passed. Siemens further evaluated the event and concluded that the malfunctioned ups potentially contributed to the reported event. The instrument is performing according to specifications. No further evaluation of this device is required.